Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates a t12 and both s1 leads were explanted and replaced.

Manufacturer narrative:
Correction: section b5 - "related manufacturer reference number: 1627487-2020-31334 , 1627487-2020-31335" should have been included in the previous report.correction: section d11 - medical products should have been included in the previous report.

Event description:
Related manufacturer reference number: 1627487-2020-31334 , 1627487-2020-31335.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22071. It was reported the patient experienced high impedance values on the left t12 lead. As a result, the patient may undergo surgical intervention at a later date to address the issue. Note: it is unknown which lead is liable. Therefore, all suspected devices are being reported.